Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. It has been reported the risk manager will not release the device at this time. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a revision acl procedure, the tip of the ar-1204af-90, flipcutter ii broke off. The original procedure took place five years ago, in which metal screws were implanted in the tibia and femur for fixation. The rep stated the original and revision procedure were performed by different surgeons. The rep confirmed that no arthrex parts were explanted during the revision procedure. The rep reported as the surgeon went to drill the tibia, the flipcutter hit one of the implanted screws. The surgeon pulled the flipcutter back to inspect, and it was discovered that the tip of the flipcutter broke off inside of the bone. The rep stated the surgeon made attempts to retrieve the broken fragment, but it could not be located or retreived. Surgeon proceeded to antegrade ream with the 2.4 guidepin followed by a 9mm reamer. The graft was passed, and fixation was achieved to complete the procedure. X-rays were not taken during the procedure. However, the surgeon does plan to take x-rays during the follow up visit. The rep stated the ar-1204af-90, flipcutter ii is currently in the facility's possession. The rep confirmed the device is available to return once the device is released from the facility's risk management department.